Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the pacing-dependent patient presented with 2 episodes of right ventricular (rv) noise reversions noted during routine device check. Pacing inhibited for 1 second prior to noise reversion mode being triggered. Device currently programmed to unipolar tip sensing configuration since implant due to low r waves at that time. Noise not reproducible with isometrics or pocket manipulation in unipolar tip or bipolar configuration. The lead was reprogrammed. The patient was stable and will continue to be monitored.